Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed due to early renal failure, altr, high cobalt and chromium ion levels, and pseudopolyps were found by crossimaging. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the unknown birmingham hip modular head. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all modular heads and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The patient history of falls cannot be ruled out as a possible contributing factor to the gluteus medius and vastus lateralis tears. The elevated metal ions, greyish-brown tissue, pseudopolyps and trunnionosis are consistent with metal debris; however, the clinical root cause cannot be definitively concluded. The patient impact was the revision and post operative convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, a bilateral plaintiff underwent a primary right r3-tha on (B)(6) 2010. Almost ten years later, they were diagnosed with early renal failure, altr, high cobalt and chromium ion levels, and pseudopolyps were found by crossimaging. Therefore, a revision surgery was performed on (B)(6) 2019, during which discolored tissue to greyish-brown color and trunnionosis was found. During surgery the pseudopolyps were debrided and the cup was noticed to be in good condition, therefore, only the shell hole cover, metal liner and metal modular head were exchanged; a lateralized xlpe liner 36mm and an oxinium femoral head 36mm 0 was implanted. No other related complications were reported.